Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the system controller power lead was not confirmed and the reported low voltages while connected to 14v battery power were confirmed via log file analysis. A log file was submitted for review spanning approximately 1 day (30dec2020- 31dec2020 per timestamp). Throughout the log file are atypical low voltage alarms while connected to 14v battery power, with fluctuating rsoc voltages on both power cables. These events did not occur while connected to the power module. Pump operation was not affected. There were no other notable events in the log file. Additional information communicated on 07jan2020 indicated that the reported low voltages resolved after a controller exchange and that no products would be returning for analysis. Additional information communicated on 11jan2020 indicated that the serial/lot numbers of the exchanged system controller, 14v battery, and clips were unavailable. The root causes of the reported events were unable to be conclusively determined in this analysis. The device history records for the heartmate ii system controller could not be reviewed due to the serial number of the controller being unavailable. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number or the heartmate ii system controller was requested but unable to be provided by the customer.

Event description:
It was reported, per the vad coordinator, that many low voltage advisory alarms were noted in the patient's controller history. The vad coordinator also noted fraying on the black power cord of the system controller, leading the customer to perform a controller exchange. The vad coordinator did not note any pump stop events. A log file review was requested. Technical services (ts) reviewed the log files and observed multiple low battery advisories. The alarms resolved once the controller was exchanged.